Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v027804. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Event description:
It was reported that an impedance check showed that some contacts were at 36,600 ohms or higher. The patient was reported to require high voltage to get effective stimulation. It was determined that it was normal for electrodes 4-7 and 12-15 to be out of range due to the lead and extension configuration the patient had. Impedances for 0-3 and 8-11 appeared to be in normal range. It was also reported that the patient was receiving stimulation in the wrong location. The patient felt stimulation, but at a high voltage. The patient was at 9 v. It was indicated that the patient was getting stimulation in both legs where she needed it. The patient also wanted abdominal stimulation, however, the lead location was not meant for abdominal coverage. It was possible to program some right side gut stimulation per patient request, but no left side. The patient was able to cover everything on right side as needed. The patient's neurostimulation system was fully intact.